Event description:
During an unknown procedure, the device would not cut and would not coagulate. The surgeon touch another instrument with the blade, error code instrument. They used another like device to complete the case. No patient consequence.